Manufacturer narrative:
(B)(4). G3: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that damaged sterile packaging was identified in the warehouse during the inspection of circulated stock items. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; d9; g3; h2; h3; h4; h6 visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Actions have been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.